Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests could not be performed due to the intermittent button response. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and a cracked belt clip slot.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 65mg/dl. The customer had to eat food to bring their blood glucose back up. The customer stated that there were no significant events that could led to the button error alarm. The customer was informed that the pump must be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.